Event description:
It was reported that a low impedance alert had been issued on the atrial lead. The lead was being used for sensing, not pacing. The physician was advised that the model of lead in use has a low impedance. The lead remained implanted. The patient's condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.